Manufacturer narrative:
(B)(4) - the device has been received but has not yet been evaluated. Should additional information become available, and/or upon conclusion of baxter's investigation a follow-up report will be submitted.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). As the device lot number was unknown and the device was not returned, a batch review was not performed. Root cause for the system error 2240 alarm was undetermined. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
The device was returned to largo and was evaluated by the product analysis lab (pal). An event of a system error 2240 alarm was identified in the event logs as occurring on (B)(6) 2010. A search of (B)(4) revealed that the patient discontinued use of the home choice device on (B)(6) 2011 due to a change from from peritoneal dialysis(pd) therapy to hemodialysis (hd).